Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had an infection. Furthermore, the field representative confirmed that the patient's fever was viral in nature. The physician ordered antibiotics for the patient upon discharge. There were no additional adverse effects reported. The rv lead remains in service.